Event description:
Attempting to catheterize left posterior tibial artery, small fragment of nitrol tip sheared off in the subcutaneous tissue of left calf. Two wires were used during procedure, unclear which lot number was affected one. Both lot numbers submitted.